Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's, spouse initially reported, left side rupture. And "leakage into the interstitial scar". Diagnosed by MRI and ultrasound. Later, physician confirmed, the rupture occurred on the right side. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Company representative reported left side with rupture and silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2, d4, d6a, d6b, h6.

Event description:
Company representative reported left side with rupture and silicone migration. The device has been explanted.

Event description:
Patient's spouse initially reported left side rupture and "leakage into the interstitial scar" diagnosed by MRI and ultrasound. Later physician confirmed the rupture occurred on the right side. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed